Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device internal battery needs replacing: wont hold charge. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the downstream sensor seal bubbled. There was evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The investigation found rechargeable battery charging interrupted and low battery percentage messages in the device event history log. The reported issue was not confirmed/replicated. For corrective action, the microprocessor unit board was replaced as a preventative measure. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).